Event description:
It was reported that when the devices were used during a vaginal hysterectomy procedure, the handle of one device broke and the other device jammed during firing. Another device was used to complete the case. There was no consequence to the pt.